Manufacturer narrative:
E: first name and last name of initial reporter is unknown. G2: country of origin is japan. H3: product analysis of part# 9560524, lot# my12f001r during the inspection it was confirmed that the dial does not turn and cannot be fixed was reproduced, and observed that the joint was worn, and that the tube retractor was loosely fixed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a user facility via manufacturer representative regarding a product used for spinal therapy. It was reported that the dial does not turn and cannot be fixed. The patient involvement in the event is unknown and no further complications reported regarding the event. Additional information was received via manufacturer representative that the event occurred during post-op and there is no patient involved in the event.